Manufacturer narrative:
No malfunction of motorized wheelchair is suspected. End user admits she was not exercising caution while operating the motorized wheelchair in a confined space and/ or by not ensuring that the joystick/controller speed/response control was consistent with the surrounding environment, as warned in the owner's manual.

Event description:
End user reports while operating the power wheelchair in a confined space, she allegedly drove into an air conditioning unit and fractured her ankle.